Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 9/24/2012 -pfs and medical records received. Part/lot was provided. After review of the medical records the patient was revised on (B)(6) 2009 for infection. On (B)(6) 2009 antibiotic spacers were removed, but it is unknown when they were placed so all products are now being reported from the primary operation. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation papers allege that the patient suffered severe pain and discomfort.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously reported, ppf alleges dislocation and infection. After review of medical records for the MDR reportability, patient was revised to address post infected hip. On (B)(6) 2008, patient underwent irrigation and debridement and obvious infection that was deep in the joint with 12 liters of pulsatile lavage were noted. There was no reported of dislocation at this time.